Manufacturer narrative:
Health effect- impact code: (B)(4). The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and rupture.

Event description:
Healthcare professional reported a right side "rupture", "many granulomas" and "tumor." Device was explanted.